Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking the following information was received by the initial reporter with the following verbatim patient was received to inpatient unit from another unit with IV pump alarming. Upon further investigation, nurses noted that there were platelet dripping from the IV channel. When opening the channel door, platelets continued to leak out of pumping segment.

Manufacturer narrative:
Investigation results: it was reported that the pumping segment was leaking. One sample model 2477-0007 was returned for investigation. The set was examined for defects and abnormalities. A hole was observed at the top of the silicone segment. No defects or abnormalities were observed. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.